Event description:
During index procedure, the pt had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted in the proximal lad. The following day the pt suffered a myocardial infarction (mi). The investigator indicated that it is unk if the reported event was related to the target vessel but possibly related to the study device and procedure.

Manufacturer narrative:
(B)(4).